Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient thought the lead might have moved. It was noted the patient was getting electrical impulses on the other side of their back hip area. It was reported the issue had been happening for ¿a long time¿ and the patient had not used their device ¿in a long time.¿ it was noted the batteries were not charged.